Manufacturer narrative:
Concomitant medical products: evolutr-26-c valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation in the sternal. The right atrial (ra) lead exhibited no capture at small measurements and dislodgement was suspected. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.